Manufacturer narrative:
Concomitant medical products: 4194-78 lead, implanted: (B)(6) 2007; 5076-45 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular lead superior vena cava (svc) high voltage impedance was high and triggered an alert. It was also noted that the svc impedance had increased. The lead was reprogrammed, the physician was being informed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.